Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the sling left shoulder clip detached from the device spreader bar while lowering the patient on the toilet. As a consequence, the patient slipped through the sling. The staff could stabilize re-clip and lower the patient to the toilet. No injury was reported. After the incident, the maxi move lift and sling were inspected by an arjo field service technician. The evaluation results showed that the lift was operating as intended, the sling was in good condition, no damage, stress, or defect on the sling clip was detected. The customer alleged that the patient was not kicking, they did not manipulate the sling during transfer. The instruction for use of the maxi move (001.25060.en) indicates that: ¿caution: always check that all the sling attachment elips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up." The sling clip has been designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore the detaching of the sling shoulder clip in normal condition is unlikely. Considering that the shoulder clip detached, we concluded that a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to detach the shoulder clip. The complaint information is not sufficient to confirm the allegation. Looking at the event it has been established that a floor lift and arjo sling were used for patient handling at the time of the event. The clip detached and from that perspective system did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the sling clip detached during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer when the patient was lowered on the toilet the sling shoulder clip detached. As a consequence of the event the patient started to slide down and staff was able to stabilized the patient in the sling. No injury was reported.